Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.